Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump buttons were unresponsive. The customer reported that the he was in the shower when a button error alarm occurred, but was not wearing the insulin pump. The insulin pump had also been in the customer's pocket when the customer was caught in the rain. The customer changed the battery and that did not resolve the issue. The customer did not know the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.